Event description:
Patient presented with knee pain and revision surgery was scheduled. During procedure it was determined only the tibial insert needed to be replaced.

Manufacturer narrative:
Device not returned for evaluation. Therefore, unable to evaluate the device for reported wear. A DHR review found no discrepancies were reported during MFR.